Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the coaguchek s system (lot number 953a, expiration date 02/29/2012). (B)(4).

Event description:
Caller reports that during a correlation study the following coaguchek xs/s results were obtained: 3.0 inr/2.2 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device however caller has discarded the test strips; replacement was sent.